Event description:
It was reported that the patient has been sensing the device "going off" and "feeling a sensation like a mobile phone." A device check was performed in which it was noted that an alert was triggered for the right ventricular (rv) lead due to a lead impedance increase of greater than 1000 ohms. The alert was turned off and the patient is currently being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.